Event description:
It was reported that the patient presented for follow up with the pulse generator exhibiting a diagnostic error that over-estimated battery longevity. No intervention was made. There were no patient symptoms reported.